Event description:
It was reported that the customer experienced a low/elevated blood glucose (bg) level of 41 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed glucose tablets to address bg. Customer updated their settings to address the event.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 8 plus / 2.9.1 / ios_16.7.8.